Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator caused the patient pain when she sat; the stimulator started to turn and protrude. The stimulator caused more pain than relief, and the surgical lead site was painful. The stimulator was explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.